Event description:
The customer reported when releasing the front control panel handle lock on the epiq elite ultrasound system, the control panel started to lower immediately and faster than expected. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. Nothing detached from the system. The philips service engineer replaced the control panel arm gas strut to resolve the customer¿s issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.